Manufacturer narrative:
The actual product has not been returned however the review of the data files shows no warnings or errors logged during the treatment. All system operating parameters were within specifications. Based on all information, no causal factors can be determined and no conclusion can be drawn.

Event description:
We received a report of an adverse event from a user facility in (B)(6). The report indicates the patient underwent a liposonix treatment on the thigh. Six (6) sites were treated at 60j. One day post-treatment the patient presented skin burns. The doctor had used tumescent anesthesia.